Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics rf curve 45 degree probe presented an e4 error when connected to the dyonics rf generator. The procedure was completed using an alternate method/device.

Manufacturer narrative:
The subject wand was returned for evaluation. Visual inspection of the returned device shows no wear or signs of prior activation on the electrodes. The reported complaint could not be duplicated during functional testing and the device performed as intended. The customer¿s complaint could not be verified, nor could a root cause be determined for the reported complaint, as the controller did not generate an e-4 error (wand short) during functional testing.